Event description:
It was reported that the base of the battery pack was leaking dark fluid. It was further reported that this was used with saline. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once investigation is completed.